Event description:
The reporter called lifescan (lfs) in 8/2005 and alleged that the patient's meter would not power on. The patient did not test on their meter for one week due to the power issue. Patient visited the hospital to have their blood glucose tested. The result obtained was not provided. The patient did not receive any other treatment. The patient reported no symptoms at the time of concern. The test strips were in good condition, the battery was less than 1 year old and was correctly installed and the battery contacts were in good condition. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the power issue was unresolved). There is no evidence of a serious injury (the patient was not experiencing any symptoms and no results were provided to indicate a serious injury). A replacement meter has been sent to the patient.